Event description:
Device lost all info in the middle of a case. The devices do not power down, but all wave forms disappear. In some cases, resetting power does not resolve problem (old technology must be installed to finish case.) In august 2004 sensor optical boards were replaced in all of the modules (11 devices) problem has not been resolved. Daily failures continue.